Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of a bd safetyglide¿ shielding hypodermic needle leaked around the plunger.

Event description:
It was reported that during use of a bd safetyglide¿ shielding hypodermic needle leaked around the plunger.

Manufacturer narrative:
H.6. Investigation: one 3ml syringe with safetyglide needle in an open blister pack from batch #6090858 (p/n 305924) was received and visually evaluated. The syringe contained clear residue droplets and the safety shield was deployed. Initially, it was observed the stopper appeared to not be seated properly on the end of the plunger rod. After the plunger rod was removed from the syringe and the stopper was taken off the plunger rod, it was observed the end of the plunger rod was bent. Potential root cause for the leakage past stopper defect is associated with the damaged plunger rod. The end of the plunger rod was bent which prevented the stopper from being seated properly. The damage to the plunger rod occurred during the assembly or material handling process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.